Event description:
"Failure of previously placed left total knee secondary to wear of the polyethylene component with recurrence of varus deformity, reactive thickening of the particular tissue secondary to polyethylene debris with chronic effusion and disabling pain."